Event description:
During a navicular als procedure, the surgeon was inserting the screw and as the screw got tighter, the screw head broke off of the screw. The surgeon gave a gentle tap with a hammer. The surgeon was unable to remove the screw shaft and it remains implanted in the patient. The screw head may have been discarded of. There were no other pieces to retrieve from the patient. The procedure was prolonged for approximately 5 minutes and the procedure was completed with no noted adverse event to the patient.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.